Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 16 x 3.00 rebel stent was advanced to treat a lesion. Upon sliding, the device forward it seized up on a non-bsc wire. The device was pulled and the physician could feel it was stretching and not moving. A pair of hemostats was used to peel the device off the wire without losing the wire position. The procedure was completed using a different device. No patient complications were reported.